Event description:
It was reported the patient had the implantable neurostimulator (ins) that was under the right clavicle replaced on the day of report because the patient did not like to recharge and they preferred a primary cell ins. It was stated the ins under the left clavicle was tunneled to the right side of the patient¿s body and ran up the right side of the patient¿s neck. It was stated the ins under the right clavicle was tunneled up through the right side of the patient¿s neck as well. It was noted the impedances prior to the change out were normal. It was stated after the change out, the ins under the left clavicle showed >20,000 ohms impedances for all unipolar combinations. It was stated the bipolar pairs showed normal impedances. It was noted the surgeon was 2+ inches away from the extension for the ins under the left clavicle and they did not think that they caused any mechanical damage to it. It was stated the right side incision was closed at the time impedance readings were taken from the ins under the left clavicle. Additional information received reported they were not able to find out the cause of the high impedances. It was stated the lead was not fractured and an x-ray verified it. It was stated the patient was nearing the end of life on that battery so the plan was to explore options at the replacement surgery. It was noted no intervention was needed. It was stated the patient continued treatment without issues. It was further reported the plan was to replace the left ins and check the impedances the day after report. It was stated the ins was due for end of life (eol) change out soon at the time of report. It was noted if the impedances were still poor they would replace the extension and repeat impedances. It was noted the patient used group a and no therapy impedance was obtained.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# v821660, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v821660, implanted: (B)(6) 2012, product type lead; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the extension body conductor was broken within 10cm of the connector area; conductors #0, #2, and #3 were broken 2.8cm from the proximal end. Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly.

Event description:
Additional information received reported the patient had 2 surgeries. It was noted the first surgery took place on (B)(6) 2014 and the right ins and extension were replaced during that surgery. It was noted the second surgery took place over one month prior to report and the left ins and extension were replaced during the second surgery. The impedance measurements were all within normal range and the patient had good therapy. It was stated no further troubleshooting was done and no further interventions were planned at that time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the ins and the extension were replaced the day prior to report. It was noted the extension looked "burned and black inside." The impedances "post-this" were normal. The therapy impedance was not done and the patient was programmed to group a. It was noted the patient would be seen in the office on the day of report for programming. It was noted they did not have the immediate effect of programming since it was a dystonia patient so they did not know yet if the therapy was good. The side effects that were noted in the past log could have possibly been related to the disease state and not the deep brain stimulator (dbs). It was further reported there were impedances post-surgery. It was noted it was not normal battery depletion. There was no patient death, no patient injury, and the patient recovered without sequelae.